Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported a leak at the filter of an IV set during an infusion of an unspecified hyperalimentation. Although requested, additional event details are not available; there is no report of patient harm.

Manufacturer narrative:
The customer¿s report of the filter leaking was not confirmed. No anomalies were observed on the extension set during visual inspection. Functional and pressure testing was performed; no leaks were observed on the filter or any components during testing. The root cause of the filter leaking was not identified.